Event description:
Healthcare professional additionally reported capsular contracture, baker grade ii.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, the weight the device within specification, crease flat, deformation and red particles on the shell. After autoclave cycle were observed: cloudy color in the gel and voids. Based on the device analysis the final assessment is: no were observed openings on the device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and "textured recall." Device has been explanted.